Event description:
It was reported that the catheter was being used to administer catecholamines and after one day of use the pt developed serious hemodynamic problems and reanimation was required. The catheter was removed and exchanged and the pt recovered from this incident.